Manufacturer narrative:
H6: lead codes: device codes: c63124 patient codes: c76143 fdccodes: 67 fdmcodes: 4117 fdrcodes: 3221 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on may 26, 2020. They reported they did confirm the following information with the physician/account. It was reported that it was unknown if the patient had experienced any symptoms associated with the lead "going out". They did not have any further information regarding the cause of the lead going out nor if it will be returned for analysis, but would have more information after (B)(6)2020 after the surgery. They confirmed that the ins reached normal end of service (eos). Additional information was received from the rep on may 29, 2020. They confirmed they discussed the following information with the physician. They clarified that the report of the "lead going out" was referring to one electrode that had high impedances. It was noted the other contacts were working. Additionally, no devices would be returned for analysis; the leads remained implanted and used with the new ins. It was noted the ins was replaced due to normal end of service (eos). No further complications were reported or anticipated.

Manufacturer narrative:
B1: was entered as product problem only. Updated to reflect product problem and adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3898-33 lot# la8950 product type lead product ID 3898-33 lot# la8950 implanted: (B)(6) 2002 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that issue was not resolved after replacement of ins. The rep programmed around the bad electrode.

Manufacturer narrative:
Concomitant medical products: product ID 3898-33, lot# la8950, product type lead. Other relevant device(s) are: product ID: 3898-33, serial/lot #: (B)(4), ubd: 21-oct-2006, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on an unknown date, one of the patient's leads "went out". Also, on an unknown date, the ins reached end of service (eos). The rep was unable to check impedances due to the eos. The cause was not known at the time of the report. Surgery was scheduled to take place on (B)(6) 2020. No further complications were reported or anticipated.